Event description:
On (B)(6) 2012, customer reported that the wash vacuum probe was overflowing during wash cycles, and the dxc 800 pro instrument generated "dirty cuvette" errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the solenoid valve. Fse also removed the reaction wheel and cleaned all cuvettes. This resolved the issue. No further issues were reported.

Manufacturer narrative:
(B)(4).